Event description:
Rptr claims the quick pins are sticking causing the axles not to hold and the wheels falling off the chair. This has happened twice. During the last incident the end user fell and scraped the arm.